Manufacturer narrative:
Approximate age of device ¿ 6 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient's lactate dehydrogenase level was 1700 u/l and the patient had dark urine, heart failure symptoms, and power elevations. The patient's inr was 1.69 on admission with an inr goal of 1.5-2.5. Device thrombosis was suspected and the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the report of device thrombosis. Examination of pump upon disassembly revealed flat, tissue-like depositions on the body of the rotor. Areas of these depositions were hard and denatured indicating that they were present while the pump was supporting the patient, but may have originally formed elsewhere. Further examination of the pump revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase level and other heart failure symptoms, as well as the upward trend in pump power that was confirmed through the evaluation of the submitted system controller log file. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The device passed all electrical and functional testing. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.